Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device was fractured. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During unpacking, it was noted that the tip of the device was fractured and could not be used. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that the device was fractured. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During unpacking, it was noted that the tip of the device was fractured and could not be used. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter facility name (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that the wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip is kinked. No other issues or sections detached were identified in the returned device. Microscope inspection revealed that the spring tip is kinked. Sheathing/unsheathing test was performed and the filter bag can be retracted/deployed by normal way. Photos were attached to the complaint record and it was possible to observe the delivery sheath and wire, moreover, the spring is kinked. No other issues were identified and/or visible.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. Device was not returned for evaluation. However, an analysis was concluded based on the received photo of the complaint device, and it was possible to observed delivery sheath and wire section, additionally, it was possible to observe that the spring tip bent/kinked.

Event description:
It was reported that the device was fractured. The target lesion was located in the carotid artery. A 190cm filterwire ez was selected for use. During unpacking, it was noted that the tip of the device was fractured and could not be used. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.